Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump alerts and alarms were intermittently not annunciating although the volume was set to ¿high¿. Customer's blood glucose was not impacted. Reportedly, customer continued to use pump for insulin therapy.